Manufacturer narrative:
The issue could not be duplicated at the (B)(6) service center.

Event description:
It was reported that there a "not installed" error occurred on the ultrasound level module. No other details regarding the nature of this event were provided.